Event description:
As reported by the study, soon after pta, the pt developed a stroke with symptoms of paralysis on the right side of the body. Cerebral infarction on the ipsilateral side was confirmed by MRI at the post-procedure. The pt was carefully monitored without any treatments. According to the physician, it was thought that the factor of percusurge might have contributed to the stroke. Five days later, plaque protrusion was found inside the stent by CT and whch was developing the stenosis again. There was 70% stenosis. Therefore, additional pta procedure was carried out and 10x40mm precise stent, was implanted in the previous stent. The lesion was pre-dilated with a 5mm at 6atm and post-dilated with a 5.5mm balloon at 12atm). The brands of balloon catheters were unknown. According to the physician, the plaque protrusion likely occurred due to the open cell of the stent that made the plaque protrude easily. Pravastatin sodium was prescribed post-procedure. The paralysis on the right side of the pt remained but he is making progress.

Manufacturer narrative:
The pt had unknown neurological symptoms prior to the procedure. Pta was performed on a 65% occluded lesion in the left internal carotid of 20mm in length in a 1.9mm vessel diameter. There was mild calcification and no vessel tortuosity. A percusurge (details unknown) was used for the procedure followed by successful deployment a (10x40mm precise stent. The lesion was also pre-dilated with a 4mm balloon at 10 atm with an unknown balloon catheter. Pre-procedure medications included insulin aspart and aspirin. Intra-procedure included heparin sodium and clopidogrel. The product was stored and handled according to the IFU. It was inspected and prepped according to the instructions for use. Nothing unusual was noted about the stent delivery system prior to use. The diameter of the unconstrained stent size was 1-2mm larger than the vessel diameter. It is unknown if the stent delivery system passed through any acute bends. There was no difficulty encountered while advancing/tracking the sds towards the lesion and no unusual force was used at any time during the procedure. There was also no difficulty or resistance noted while crossing the lesion with the stent. The sds did not have to pass through a previously placed stent. It is unknown if thrombus was present proximal to, at, or distal to the lesion site. The percentage of stenosis after pre-dilation is not known. The stent expanded fully with good wall apposition. It is unknown if any thrombus was noted post deployment. The pt had not known allergies to nitinol, nickel or titanium. The device is not available for testing and eval. Additional info received will be submitted within 30 days upon receipt.